Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center image was flickering leading to the image being not recognizable. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Device evaluation noted the customer complaint of intermittent image or flickering not observed, however, evaluation found unit not booting up , no image is coming out on monitor due to defective circuit board (cp board) and circuit main board (cm board). Additionally, the following findings were identified during device evaluation: heavy dust inside the unit. Corrosion found on the flat cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.